Manufacturer narrative:
Medtronic evaluated the device. The reported problem was verified. After replacing the main pcb assembly, proper operation was confirmed and the device was returned to the customer. Additional evaluation of the main pcb assembly was performed, however the root cause could not be determined.

Event description:
It was reported that the device locked up when turned on and failed to function properly. There was no patient use associated with the reported event.